Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would occasionally crash. The programmer passed incoming functional testing and no suspicious errors were found in the logs. It was noted that the hard drive health was at ninety-seven percent. The hard drive was replaced and loaded with updated software. It was also indicated that the floppy drive was damaged, the upper and lower cases were broken, the display had white spots on the screen, the power supply was noisy, the system fan was noisy, and the stylus tip was pulling apart but the stylus was functional. These parts were replaced. It was also indicated that the programmer clock would not update and therefore the micro-processor unit was replaced. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer would occasionally crash. The programmer was returned for repair and software updates. No patient complications have been reported as a result of this event.